Manufacturer narrative:
Product complaint # (B)(4). Batch # r5785z. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with one ecr60w cartridge reload loaded on the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence but it was noted that the knife did not return to its home position. The device was disassembled to verify the condition of the internal components and a small flash was identified in the base of the firing post switch. This flash may cause the firing yellow actuator to be stuck, disabling the automatic return system of the knife. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported could not return blade. During the segment resection of right lower lobe, after fired on the 1st firing, could not return the blade. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The knife reverse button did not work, used manual override lever to return the blade. The cut line and staple line are good. There were no adverse consequences to the patient.